Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited inadequate p-wave sensing and pacing parameters. It was noted that the distal end of the lead appeared to be curved. The lead was removed and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.